Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer¿s blood glucose was 135 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.